Manufacturer narrative:
Correction: medwatch report number. The information previously submitted in FDA fu#1 mw report 3011270181-2023-00098 on 03aug2023, belongs to unrelated mw report 9611594-2023-00098. No further information concerning the reported event for mw report 9611594-2023-00098 will be submitted in mw report 3011270181-2023-00098. The information submitted under 3011270181-2023-00098 fu # 1 was intended to be submitted under 9611594-2023-00098 fu#1. All information reasonably known as of 11 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 21 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the microcuff vent connector detached during use. No injury or medical interventions reported.

Manufacturer narrative:
Additional information: all information reasonably known as of 01 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4, h4, h6. The device history record for lot cm2314001 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. During initial assessment, the blue vent connector was tried to move from the tube, and it can be moved/ removed without force. The connector was visually examined for any deformation, or abnormalities such as short shots, particulates and/ or breakage and did not exhibit any. The connector is marked "4.5". An appearance of depth marking installation of vent connector into tube was measured and was within specifications and tolerances (+/- 3). The incident could not be confirmed. A root cause could not be determined. All information reasonably known as of 17 oct 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.